Event description:
A high readings issue was reported with the adc device. A caller reported that an unspecified high sensor scan was received on the sensor and the customer experienced symptoms of hypoglycemia and a seizure. The customer was unable to self-treat however, there was no report of third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.